Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The device was visually inspected, and no defect was found. Receiver charge and boot. Pass. Perform 2hr calibration and pairing tests. Pass. A review of the data log confirmed the reported event of loss of connection. The probable cause could not be determined. No additional event or patient information is available.